Event description:
On event date, the account reported a hemoglobin (hgb) of 7.5 g/dl and a hematocrit (hct) of 23.4% which was questioned by the physician. The sample was sent to a reference lab which obtained a hgb of 10.6 g/dl and a hct of 31.4%. There was no impact to patient management.